Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12000. Model: sc-1200. Serial: (B)(6). Batch: 354724. UDI#: (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had high impedances. Difficulty charging the implantable pulse generator (ipg) was also noted. The patient underwent a scs system replacement procedure and was doing well postoperatively. The explanted devices were discarded by the facility.